Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the stent remains in the patient. The reported patient effect of dissection is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent stenting in the distal left main coronary artery with one xience v stent (3.0x15) and in the right coronary artery (rca) with one xience v stent (3.5x12). There was a spiral dissection at the distal edge of the 3.5x12 xience v stent in the rca, which was successfully sealed with an additional xience v stent (3.0x23). On (B)(6) 2012, the patient had cardiac biomarkers. There was no treatment provided for this and the condition resolved on (B)(6) 2012 when the cardiac biomarkers began to decrease. The patient was discharged on (B)(6) 2012. Hospitalization was prolonged due to the elevated cardiac biomarkers. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the enzyme elevation was considered a myocardial infarction based on the electrocardiogram and enzyme levels. Approximately six months later, on (B)(6) 2013, the patient expired due to septic shock; however, the sepsis was deemed unrelated to the study device/procedure.